Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the console overpressured.

Manufacturer narrative:
Alleged failure: over pressure. Probable root cause: pressure sensor malfunction/out of calibration. Inflow cassette/ tubing pressure sensor membrane failure. Mis-inserted cassette/ tubing. Motor encoder malfunction/failure (inflow and/or outflow). Roller wheel assembly (inflow and/or outflow) malfunction/failure. Roller wheel failure due to peristaltic tubing debris build-up. Main board (all) /imx failure. Software malfunction. Use error. System design. Unwanted movement of internal components/wiring. Pressure sensor is operated above linear pressure reading range (>450 mmhg for cf) .(design) pump operated at least-favorable environmental conditions for extended period of time run screen does not adequately indicate overpressure situation miniwashmalfunction (cf) command not registered from hand control (all), footswitch (cf), sidne (fc, ap) or hermes (ap-hermes ready) excessive use of wash or turbo slow reaction time to a quickly closed off shaver outflow at high flow rates power failure of pump pressure sensor stuck behind the sensor bracket. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the console over pressured.